Manufacturer narrative:
05/01/2000 - supplemental report #1 sent to FDA.

Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.